Event description:
It was reported that the patient experienced a bent cannula in the infusion set on (B)(6) 2026 and the event occurred on the first day of infusion set use at the abdomen site resulting in high blood glucose of 390 mg dl which was treated using the pump

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).